Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. The reported issue was reviewed by medtronic personnel. The reported issue was found to be consistent with a known anomaly in the medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the exams from the imaging system could not be manually pushed to the imaging system. It was reported that the connection was verified, but when attempting to push via the "saved exams" tab on the application software, the task could not be completed. It was noted that the ip address was updated without resolution. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.